Event description:
As reported, a 6/7f mynxgrip vascular closure devices (vcd) became detached at the handle on one device, and on another, the white tube was visible. On the first device, the shuttle came detached when moving the mynx from the back table to the surgical table. For the second device that was opened, the scrub tech noticed prior to prep that the handle was properly attached, but the white compression tube was already showing on the wire. There was no reported patient injury. The devices were not used in the patient. Another unknown mynx device was used to complete the procedure. The device and packaging were inspected prior to use. The devices were removed per their normal handling protocol. The shuttle handles were not displaced prior to use. The user is trained to the device. Other procedural details were requested but were not provided. The two devices used and the sterile devices will be returned for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.